Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had hospitalized due to high blood glucose level. The date of hospitalization was unknown. The blood glucose level at the time of incident was 800 mg/dl and the current blood glucose level was 172 mg/dl. It was unknown whether customer was using the auto mode feature. The customer declined to troubleshoot. No further patient complication were reported. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. The customer was hospitalized for alleged possible over delivery anomaly (per reason code) and high blood glucose's on march 07, 2022. The device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. No over delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the boluses listed on the event date on 07-mar-2022. March 07, 2022 10:06:54.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 6 bolusamountdelivered = 6 march 07, 2022 14:41:40.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4.8 bolusamountdelivered = 4.8. The device passed the functional testing. Unable to confirm alleged high blood glucose's. Possible over delivery anomaly not confirmed medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.